Event description:
The customer reported that the device displayed an error code 20004, which is associated with a system failure cycle power message. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.